Manufacturer narrative:
On (B)(6) 2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received incomplete. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-jan-2022, mentor received additional information regarding the revision surgery. The patient underwent explantation on unspecified date. Updated reason for device explant and/or reoperation: rupture, breast pain. On 28-jan-2022, mentor received additional information regarding the suspected medical device and the explantation date. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The explantation date was (B)(6) 2021. On (B)(6) 2022, mentor received additional information regarding the MRI result and the revision surgery. MRI performed on (B)(6) 2021 indicated the left-sided rupture. The patient underwent bilateral removal and replacement surgery with two unspecified 490cc breast implants. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation with a 455cc mentor memorygel breast implant and experienced left-sided rupture and breast pain postoperatively. The diagnosis was confirmed based on physical examination and pre-op scans (MRI, mammogram, ultrasound). As a result, the patient is planning to undergo removal and replacement with an unspecified mentor gel breast implant. However, at the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).